Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07674-1, 0001825034-2018-07675-1, 0001825034-2018-07678-1.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral catalog # 183034 lot # unknown, vanguard tibial bearing catalog # 183460 lot # unknown, biomet arcom 3 patella catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07674, 0001825034-2018-07675, 0001825034-2018-07678.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. The patient was noted to have hematoma and popliteal fossa.